Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email from a customer who reported a low reading issue with the use of the adc freestyle libre sensor. The customer reported receiving a sensor scan of 3 mmol/l and then self-treated (unspecified). The customer continued to obtain a low sensor scan after 15 minutes of the initial treatment and then self-treated again with sugar. The customer further reported obtaining a glucose result of 26.9 mmol/l from an unspecified meter. Consequently, the customer experienced a ¿serious diabetic emergency¿ due to their blood glucose being ¿over 33 mmol/l¿ however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email from a customer who reported a low reading issue with the use of the adc freestyle libre sensor. The customer reported receiving a sensor scan of 3 mmol/l and then self-treated (unspecified). The customer continued to obtain a low sensor scan after 15 minutes of the initial treatment and then self-treated again with sugar. The customer further reported obtaining a glucose result of 26.9 mmol/l from an unspecified meter. Consequently, the customer experienced a ¿serious diabetic emergency¿ due to their blood glucose being ¿over 33 mmol/l¿ however, no further information was provided. There was no report of death or permanent impairment associated with this event.